Event description:
It was reported that an alert for filling the tubing occurred with the pump. The exact blood glucose value was unknown, but it was displayed as "high." The customer took corrective action by administering a correction bolus via the pump and did not require third-party assistance. Reportedly, the customer had not completed the fill tubing step of the load process. Technical support educated the customer on how to prevent future alerts and assisted them through the cartridge load process.